Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported that he experienced high blood glucose over 400 mg/dl. Customer stated he received a no delivery alarm during bolus. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.